Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was approximately 500 (mg/dl). Customer declined additional follow-up with tandem technical support; therefore, no additional information was known or reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.